Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a routine shift check, the autopulse resuscitation system displayed a user advisory ua 45 (not at "home" position after power-on/restart) message. Customer attempted to clear the user advisory, however the message continued to persist. There was no report of any patient involvement. No further details were provided.